Manufacturer narrative:
A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure, but the investigator was still unable to inflate the device. A microscopic examination identified a balloon pinhole located approximately 5mm distal of the proximal balloon bond. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks on the hypotube of the device. This type of damage is consistent with excessive force being applied to the device.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed and the 10mm x 2.75mm wolverine coronary cutting balloon ruptured. The procedure was successfully completed with a different device without issue or patient injury.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed and the 10mm x 2.75mm wolverine coronary cutting balloon ruptured. The procedure was successfully completed with a different device without issue or patient injury.